Event description:
It was reported that after implanting the pulse generator and closing the pocket, the device exhibited loss of capture. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.